Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.7 revised as information was inadvertently omitted on the initial submission of manufacturer device report number 1220648-2024-12677. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-12677 and should not have been. G.1 revised manufacturing site name and address section as previously entered incorrectly on manufacturer device report number 1220648-2024-12677. H.6 code 4641, 4114 and 4755 were entered incorrectly on the initial submission of manufacturer device report number 1220648-2024-12677. New codes were added. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-12677 in accordance with updated procedures. Additional manufacturer narrative on the previously submitted manufacturer device report number 1220648-2024-12677 stated that the device was not returned but the device was discarded. Type of investigation codes has been updated to reflect discarded.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured left femoral artery occlusion with a "definite" relationship to the impella device used: ¿left femoral cfa (common femoral artery¿¿) impella was weaned then removed using manta which lead to left common femoral artery occlusion requiring ballooning using 6x60mm armada balloon which lead to left femoral artery bleeding requiring prolonged balloon inflation using 6x60mm armada. Final peripheral angiogram was performed from contralateral r cfa with no evidence of bleed/contrast extravasation.¿. The patient recovered with no sequelae.